Manufacturer narrative:
(B)(4): physio-control further evaluated the device and removed the digital pcb assembly. Upon further eval of the removed pcb assembly, the cause of the reported failure could not be determined. The customer received a replacement device.

Event description:
It was initially reported that the new device had a service wrench illuminated prior to putting the device in service. Upon further eval at physio-control, it was observed that the device would not power up. There was no pt involvement with the reported failure.